Event description:
It was reported that the patient's system was removed due to infection. No patient symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.

Manufacturer narrative:
The hcp reported the patient signs/symptoms as fever, swelling, drainage, pain, and incisional wound opening. The primary site of the infection was the device pocket. Cultures were taken of the device pocket and lumbar region - the culture date and results were not reported. The patient did not have meningitis. The patient was administered unspecified perioperative, intravenous, and oral antibiotics for treatment of the infection. The infection resolved. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had their entire system removed due to an infection from their first implantable neurostimulator (ins). It was noted that the patient¿s staph infection was confirmed. The infection and explant occurred sometime in 2007. No further information was provided regarding the outcome of this event.